Manufacturer narrative:
Results: fluid ingression on power supply. Conclusion: device has not been repaired.

Event description:
It was reported the bed began to make noises and smoke at the head end. A pt was reportedly present on the bed. The hospital unplugged the unit and moved pt to another bed. It has been requested that a field service technician visit the account.